Manufacturer narrative:
The device was returned to olympus and evaluated. The customers allegation was confirmed. Additionally, the evaluation found the following non-reportable malfunction(s): leaking and tear marks in biopsy channel; deep dents on distal end plastic cover; adhesive cracked on bending section cover; cracked objective lens; shadow on image due to crack on top of objective lens; buckling insertion tube; low angulation; and faulty play of control knob movement. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material but indicated it was ¿tissue type¿. During pre-cleaning: precleaning was not delayed or skipped. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. It was not specified if the endoscope was presoaked in the detergent solution. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. This issue is addressed in the instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus a piece of tissue exited the distal tip and the auxiliary water channel of the videoscope when user facility staff was being trained on cleaning the device. The issue was found during preparation for use. The customer confirmed the device had been reprocessed prior to the reported event. There was no report of patient injury or medical intervention associated with this event.